Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus issues, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus issues, nasal/throat irritation or soreness, strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section d1 and d4 was corrected by capturing device details which was incorrect in initial report. Section h4 was corrected by capturing device manufacture date which was missed in initial report.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleged sinus issues, nasal/throat irritation or soreness, strange odor. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/10/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed insect on heater plate, contamination on top enclosure, contamination on humidifier top enclosure, contamination on pca flow manifold, dust in sound abatement foam. The external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation of the humidifier showed that there was an unknown insect on the heater plate. There was also contamination on the top enclosure of the humidifier. The internal investigation of the base unit showed that there was an unknown black contamination on the pca flow manifold. There was also observed to be dust in the sound abatement foam as well. The manufacturer concludes unable to address the complaint or symptoms and found no evidence of sound abatement foam degradation or breakdown. In this report, section d9, g3, h3, h6 has been updated or corrected.